Event description:
During follow up, increased high voltage lead impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the physician alleged lead damage, although it was not confirmed. The event was resolved by reprogramming the device.